Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for an overprime was not confirmed in the lab due to unavailable sample. No root-cause was determined. A batch review was not performed since lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report an overprime- leak out of patient line which occurred on home choice (hc) during use. The home patient (hp) was not connected. The hp stated that the patient line overflowed and he wanted to start over with new cassette and bags. The baxter technical representative (tsr) had the hp close all clamps, cycle power and remove the cassette at "load the set". The hp will start over with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The care giver (cg) answered the phone. The cg stated that hp was able to resume therapy after starting over with new supplies. The cg stated that the line was in the organizer and the bags were not stacked on top of each other. The cg stated that the hp did not note anything unusual with the supplies at use that night. The cg discarded all the supplies from the night and did not provide the lot number information. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.